Manufacturer narrative:
(B)(4).

Event description:
Subsequent to initial medwatch, additional information received indicates that the patient experienced a major ischemic ipsilateral stroke and expired on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke and death are known adverse events as listed in the instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that one day post rx acculink stenting procedure in the right internal carotid artery, the patient became confused and it was thought the confusion was due to a urinary tract infection. MRI of the brain on (B)(6) 2011, showed multiple small punctate foci of acute infarct scattered throughout the cerebral hemisphere and also cerebellar hemispheres. The patient was diagnosed with a stroke. There was no reported treatment given. The patient's condition continued, but was improved and was discharged to a rehabilitation facility five days after the procedure. On (B)(4) 2011, the patient was hospitalized and died. The cause of death is currently unknown. There was no additional information provided.